Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician hit max settings when adjusting the patient. They were able to resolve the issue. They mentioned while checking impedances, all were green but contact 2 was red. This contact was not used in patient's therapy. No symptoms were reported.